Event description:
Skin marker products falling off pt during mammogram, and in some cases, resulting in a repeat mammogram.

Manufacturer narrative:
Skin marker products have adhesive properties that may become compromised during use dependent on handling and application.